Manufacturer narrative:
(B)(6). The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated device and observed that the rivet of the lever was broken and the bearings were defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device did not function and was out of tolerance. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.